Manufacturer narrative:
Exact date unknown, event occurred several months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure and the explanted device was not returned. No further information has been obtained despite good faith efforts.